Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent cartridge change errors. The customer's blood glucose (bg) level was 190 mg/dl. The customer loaded a new cartridge and the change error did not reoccur. The cause of the past change errors could not be determined. Tandem customer technical support (cts) reviewed the pump data and found that the current cartridge change error was due to a bad cartridge. Cts informed the customer of the findings.